Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. In-process qa inspections shows one non-comformance; non-confirming material was sorted for defect, re-inspected, and found to be acceptable. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported air leaked from the adaptor when connected to the flow meter. No patient involvement reported.

Manufacturer narrative:
Qn# (B)(4). An empty 340 ml water bottle lot 18b241 and one 040 adaptor were received for evaluation. The adaptor was received with no packaging, so the lot number cannot be confirmed. The adaptor was received connected to the bottle. The adaptor body is white, and the snap cap is clear. The bottle's trigger tab is removed. The bottle label appears to have water damage. No other visual defects were observed. The adaptor body made a stable connection to the bottle. The adaptor snap cap made a stable connection to the flowmeter. Added water to bottle until about half full and applied the water bottle/adaptor assembly to the flowmeter. The flowmeter was set to 0.5 liters per minute and bubbles were observed in the bottle. The flowmeter was set to 5 liters per minute and bubbles were observed in the bottle. A review of the lot number reported was conducted. The manufacturing event log shows no issues that may have contributed to any quality issues reported. All process parameters were within specification and all in-process qa inspections shows one nonconformance; description is "top leak". Non-conforming material was sorted for a defect, re-inspected, and found to be acceptable per internal specification. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
Customer reported air leaked from the adaptor when connected to the flow meter. No patient involvement reported.